Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that sensor site was infected. Customer reported that site was red and purple. Customer was not able to remove sensor at the time of call due to being in a conference room. Customer's blood glucose was 45 mg/dl. Customer was not able to give sensor information due to being part of a study. Customer was advised to remove sensor as soon as possible.